Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 7 times and fired 7 reloads (6 white, followed by 1 green). On installs 1-6, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 7, the first two clamp attempts were incomplete, stopping a little more than halfway, respectively. The 3rd clamp was successful, but was followed by a firing failure. Again, the firing stopped a little more than halfway. The instrument was then removed, and not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci assisted right upper lobectomy, the surgeon attempted to staple the bronchus with a sureform 45 curved-tip stapler instrument, installed with a green sureform 45 reload, but received a tissue too thick message. The instrument was repositioned, clamped, and fired. However, 2/3 through the fire, another error message was received, and the jaws opened. When visualizing the staple line, there were several staples that were not completely formed, and the "thoracic cavity was not completely closed." A replacement stapler was used and the procedure was completed robotically.